Event description:
Customer reported a high ma error was displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage regulator and batteries. System operates as intended.